Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). (B)(4).

Event description:
Date of previously reported gi bleed changed to (B)(6) 2012.

Manufacturer narrative:
Patient has a history of diabetes, hypertension and hyperlipidemia. The gi bleed event was also treated with medication. The patient is in remission.

Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stent successfully deployed at second left posterior lateral and one non-medtronic stent was deployed at first diagonal. Approximately 10 months 1 weeks post index procedure, patient experienced a gi bleed which was treated with a blood transfusion. Investigator indicated that there was no relationship with the study product, drug or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.